Event description:
It was reported that the patient developed a systemic infection from an unknown source. The implantable cardioverter defibrillator (ICD) and three leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 694965 implantable tachy lead 2006-(B)(6), 5076-52 implantable pacing lead 2006-(B)(6), d224trk implantable cardioverter defibrillator 2010-(B)(6). (B)(4).